Manufacturer narrative:
(B)(4). Pump monitored for several days. Unit received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. However, unit received with broken reservoir tube window, cracked case at the reservoir tube window corners and cracked reservoir tube window, broken battery tube threads and cracked case at the display window corners, cracked lcd window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was crack in battery compartment. Troubleshooting was performed for damage. Insulin pump had battery out limit alarm. Customer declined troubleshooting for battery out limit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.